Event description:
It was reported that the patient received 6 shocks. Upon explant, an insulation abrasion at proximal end was observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.